Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, while preparing for the case, the oversheath was drawn back to expose the clip; however, the clip assembly was not able to be opened. The procedure was completed using another resolution clip device. Additionally, no delay in the case was reported. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. This event has been deemed reportable based on the investigation results; unidentified foreign substance on returned device.

Manufacturer narrative:
The user reported no additional issues, however, it was noticed upon receipt of the device that there was a white substance along the sheath. Fourier transform infrared (ftir) analysis was performed on the white substance. This analysis revealed that the white material is isoprene, which is a rubber-like polymer used for various applications and is commonly used in medical devices. The presence of isoprene residue on the sheath is most likely from the interface of the device product with the physician's or other health care professional's gloves, or from the endoscope used in the procedure, and is not a biological contaminant.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, while preparing for the case, the oversheath was drawn back to expose the clip; however, the clip assembly was not able to be opened. The procedure was completed using another resolution clip device. Additionally, no delay in the case was reported. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. This has been deemed non-reportable based on the investigation results for the foreign substance.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was over 18 years old. A visual examination found that the device returned with the clip assembly detached from the bushing, but attached to the control wire, via the tension breaker and yoke. A kink was visible in the control wire. Additionally, an unknown 'white sticky substance' was present on the oversheath. No damage to the clip was visible. Once exposed, the clip assembly was actuated and deployed; two distinctive clicks were audible. However, during actuation, the clip prongs failed to open. The condition of the returned incident device was consistent with the complaint that the clip, once exposed, failed to open. However, the evaluation further revealed the presence of an unknown 'white sticky substance' on the oversheath. Although the complainant made no mention of any foreign material, the reported defect of clip failed to open was identified prior to the resolution clip device coming into contact with the patient. No information has currently been made available by the manufacturer related to the composition or potential sources of this foreign substance. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).